Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
In (B)(6) 2020, the patient was involved in a car collision and was airlifted to (B)(6) the patient had original surgery in (B)(6) 2020. The original surgery did not involve any synthes devices. Due to implant failures the patient had additional surgeries which involved adding synthes devices to the competitor products that were initially placed. On (B)(6) 2020, the patient underwent an occiput-c3 posterior spinal fusion where bone screws and titanium rods were placed in her cervical spine. The procedure was performed pursuant to the standard of care and patient tolerated the procedure well. Patient's physical and mental health improved greatly after this surgery. On (B)(6) 2020, the patient informed (B)(6) about the vehicular collision and requested pain management. On (B)(6) 2020, x-rays left the impression of an instrumented posterior spinal fusion and posterior decompression from the occiput through c3 for management of cervical spine fractures. Also, x-rays her right shoulder showed clavicular fracture and thoracic compression fractures at the t5 and t6 levels. Patient was diagnosed with a closed stable burst fracture of first cervical vertebrae with routine healing. On (B)(6) 2020, it was noted that the patient was undergoing physical therapy and improving. On (B)(6) 2020, CT scans of the cervical and thoracic spine showed: occiput-c3 posterior instrumented fusion without evidence for hardware failure, and fractures at the t3-t6 levels. On (B)(6) 2020 the patient was treated at associated physician group, limited for pain management and was diagnosed with cervicalgia and pain in the thoracic spine. On (B)(6) 2020, x-rays of the cervical and thoracic spine showed the posterior instrumented spinal fusion from the occiput through c3 with mild residual lateral displacement of c1 lateral masses and t6 vertebral comminuted split fracture and partially visualized t3-t5 compression fractures. On (B)(6) 2020 physical examination showed that the patient was able to ambulate with a cane, but experienced pain in her mid thoracic spine. The surgeon recommended surgical intervention to stabilize her thoracic spine. On (B)(6) 2020 the patient was admitted to (B)(6). On (B)(6) 2020 the patient underwent a posterior spinal fusion of t3-t9 thoracic spine levels. Revision surgery-implanted devices (B)(6) 2020 (surgical invention due to competitor device failure.) Part number 179702000- screw qty 12, part number 179712430 screw qty 1, part number 179712530 screw qty 3, part number 179712535 screw qty 3, part number 179712540 screw qty 4, part number 179712630 screw qty 1, part number 179762480 rod qty 1. Revision surgery-implanted devices (B)(6) 2020 (surgical intervention due to implant failure) part number 102000000-screw locking cap qty 5, part number 102035112-screw qty 5, part number 188311012-rod qty 2, part number 179702000-spine qty 38, part number 179755155-rod qty 8, part number 179712430-spine qty 2, part number 179715535-rod qty 1, part number 179712625-screw qty 2, part number 179715535-rod qty 3, part number 179712640-screw qty 4, part number 179715640-rod qty 4, part number 179715640-rod qty 4, part number 179715645 rod qty 3, part number 179762480 rod qty 1. Revision surgery-implanted devices (B)(6) 2020 (surgical intervention due to implant failure) part number 102000000-locking cap qty 5, part number 102035112-spine screw qty 5, part number 188311012-rod qty 2, part number 179702000-expedium screw qty 38, part number 179755155-connector rod qty 8, part number 179712430-polyaxial screw qty 2, part number 179715535-polyaxial rod qty 4, part number 179712625-polyaxial screw qty 2, part number 179712640 spine screw qty 4, part number 179715640-rod qty 4, part number 179715645- rod qty 3, part number 179762480-rod qty 1. Revision surgery-implanted devices (B)(6) 2021 (surgical intervention due to implant failure) part number 17282020 spine staple qty 1, part number 17283025 screw qty 1, part number 17282024 spine staple qty 1, part number 17283030 screw qty 1. Revision surgery-implanted devices (B)(6) 2021 (surgical intervention due to implant failure) part number 179704880 screw qty 1, part number 179715645 screw qty 1, part number 179715640 rod qty 1, part number 179702000 screw qty 1, part number 179762480 rod qty 1, part number 179774555 connector rod qty 1, part number 179798020 rod qty 1, part number 188364250 rod qty 1, part number 102019001 connector rod qty 1, part number 102019004 connector rod qty 1. Revision surgery-implanted devices (B)(6) 2021 (surgical intervention due to implant failure) part number 179771095 rod qty 2, part number 188311202 band qty 4, part number 179774555 rod qty 2, pat number 189401406 rod qty 1.